Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the implantable pulse generator (ipg) was unable to communicate with the patient controller (pc). Issue began after the patient underwent an unrelated surgical procedure and the ipg was not placed into surgery mode prior to the procedure. Troubleshooting was able to reestablish communication.

Event description:
Additional information received revealed the patient's ipg was restored via troubleshooting.